Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while changing the controller during the night, the patient was on battery and saw the "fuel gage" on the controller for power side 1 go blank and then the "fuel gage" for power side 2 went blank. The patient reported hearing no alarms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing; the controller was able to sound alarms as expected. Therefore, the reported event involving the patient not hearing alarms could not be confirmed. Visual inspection under 10x magnification revealed hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks were not related to the reported event. An internal investigation has been opened to evaluate the hairline cracks and implement corrective actions as required. The root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the event files revealed a loss of power on (B)(6) 2017, at 03:56:54., confirming that a controller exchange was performed by the patient. Analysis of the data log files revealed several momentary disconnections between the controller and batteries leading up to the controller exchange. Prior to the controller exchange, a battery was exchanged on power port one, likely in an attempt to troubleshoot the disconnections. Momentary disconnections will result in an audible tone. In addition, the led indicators, or fuel gauges, will turn off and back on once the connection is reestablished. As a result, the momentary disconnections may explain the reported blank fuel gauges. Based on the log file analysis, the most likely root cause of the reported "fuel gauges" going blank can be attributed to momentary disconnections between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Controller passed visual inspection and passed functional testing. If information is provided in the future, a supplemental report will be issued.